Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low wbc, rbc, hgb, hct, and plt results generated by coulter act diff2 hematology analyzer for one patient sample without instrument generated flags. The erroneous results were reported out of the laboratory. The test was repeated and the analyzer produced the similar results. The patient was sent to hospital to be redrawn. The test at the hospital recovered normal wbc, rbc, hgb, hct, and plt results which the customer considers correct. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
A bci field service engineer (fse) replaced several hardware components, and made adjustments for the new components. The fse verified controls and system performance. Although hardware issues were addressed, a definitive root cause for this event has not been determined to date.